Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a few potential causes were hard drive corruption, hard shutdown (power-loss or user initiated) or a file system error. It was noted that since the system was able to recover, the likely cause was that the site had completed hard shutdowns rather than using the software to shut the system down.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the system shut down during registration. The site was unable to reboot the system and switched to another navigation system for the case. There was a less than 1-hour delay to the procedure and no impact on patient outcome. The manufacturing representative (rep) checked the system after the case and the system was booting up to the grub menu. Technical services (ts) walked the rep through the grub menu instructions and system was able to boot up normally. Ts had the rep check self test tool. Uninterruptible power supply (ups) and battery appeared normal .all statuses displayed normally. Rep unplugged from the wall and system battery drained normally. Ts had rep walk through several reboots into the application. System behaved as intended. It was later confirmed that the system was plugged into a functional outlet.